Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device has a rebooting problem due to malfunction of mainboard (processor pca). The mainboard (processor pca) was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of mainboard (processor pca). The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had rebooting problem. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.